Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump produced error code 42221. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. The pump would not power on. Noticed contamination inside the pump, main board was replaced. The problem looks to be from contamination. The root cause was traced to customer. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.